Event description:
It was reported to philips that system failed to boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not starting. Subsequently, the philips field service engineer (fse) examined the system on-site, cleaned the ippc workstation, reseated the cables, and restarted the system. After restart, the system was returned to use in good working order.